Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear as stated in the legal documentation. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation and radiographs, photographs, or operative notes were not provided.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10. Concomitants: (B)(4), 02-010-01-0220 - logic femoral ps cem left sz 2, (B)(4), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t, (B)(4), 200-02-29 - three peg patella 29mm, (B)(4), 201-78-89 - 3" drill bit, mod. Hex 2 pack, (B)(4), 204-34-02 - fluted stem extension 25l x 14 mm, (B)(4), 204-70-00 - tibial stem ext. Screw. Investigation pending.

Event description:
It was reported via legal notification that on (B)(6) 2015, the patient underwent left knee replacement where she was implanted with an optetrak logic psc polyethylene tibial insert. Then, on (B)(6) 2018, approximately 2 years 2 months after implant, the patient had a left knee revision due to accelerated and preventable wear of the optetrak logic polyethylene tibial insert and was implanted with another optetrak logic psc polyethylene tibial insert. It is stated that the patient experiences pain in both of her knees and will likely require re-revision surgeries in both knees to remove the optetrak devices currently implanted. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.